Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument as well as another dimension exl with lm instrument and both resulted as expected. The repeat result from the other instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site . During troubleshooting, the cse replaced the integrated multisensor technology pump syringe, solenoid, rotary value motor and pump rollers and then primed the system to ensure no leaks. The cse ran two patients with 12 repeats and all results matched. Quality controls were run and all results were within normal range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low sodium result is unknown, as the sample had resulted as expected prior to troubleshooting. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.